Manufacturer narrative:
Investigation conclusion: the report of damage to the silicone jacket of the driveline could not be confirmed through this investigation. (B)(4) was ultimately returned and evaluated and reported under MFR#2916596-2019-01506. The driveline was severed approximately 1¿ from the pump housing. A distal segment with the metal connector was also returned measuring approximately 29¿. This distal segment was returned with the silicone jacket sliced down its length. No silicon tape was observed on the returned driveline; however, discoloration of the distal ~10¿ was observed. In this discolored area, the slice through the silicone jacket was more jagged and tear-like than the slice was proximally. However, it cannot be conclusively determined that this damage occurred prior to pump explant based on the condition of the returned driveline. The hm ii lvas IFU addresses damage due to wear and fatigue of the driveline and includes driveline care instructions. The hm ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 8 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the driveline silicon sleeve was repaired by silicon tape on (B)(6) 2018, as a result of tear. There was no reported adverse consequence to the patient. No additional information was provided.